Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous shunt vein vessel. This 6.0 x 40/40 (4f) sterling balloon catheter was used to dilate the lesion and upon the 2nd inflation, the balloon ruptured at 10atms (1st: 10atms). The device was removed from the patient intact. The procedure was continued with another 6.0 x 40/40 (4f) sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).